Event description:
(B)(4). Essure implanted (B)(6) awful heavy bleeding low iron. Severe bloating, hair loss bone loss. (B)(6) I get full dentures due to extreme bone loss. I also became pregnant in (B)(6)2014. Insurance paid.